Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump's usb port was damaged and loose, the pump battery intermittently could not be charged properly without the customer maneuvering the cable into the charging port. There was no reported adverse impact to customer's blood glucose level. A replacement cable and wall adapter was sent to the customer to resolve the issue.